Event description:
It was reported that the customer had a motor error during prime. Customer cleared the alarm customer stated that the pump was not exposed to a high magnetic field. Customer was disconnected and stated that it was possible to fill the tube manually. Customer was asked to deliver 5 units via fill cannula. Customer received another motor error. Customer stated that the motor error occurred 2 times in the last 30 days. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test and motor error alarm during basic occlusion test due to protruded loose drive support disk. The motor passed motor test. No e70 alarm on alarm history screen. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing the end cap sticker.